Event description:
When injecting a drug (soluvit) in a stopcock before the filter, a leak through the vent was noticed. The device was in use in the nicu for an unk time period. No pt sequelae were reported.